Event description:
A memory lens had been explanted due to actual refraction value differing from value on label. Several attempts have been made to obtain add'l info. No further info is available at this time.